Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device battery was drained by a machine and keeps on shocking the patient. Boston scientific technical services (ts) referred patient to physician. This device remains in service. No adverse patient effects reported.